Event description:
Customer reported that the device's ac mains light was not illuminated. Physio-control evaluated the device and found that it would not operate on ac power and charge the installed battery. There was no report of pt use associated with event.

Manufacturer narrative:
(B) (4): physio-control replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced power supply assembly and determined the root cause for the reported incident to be a failure of the power supply module's ac power supply, transistors q1 and q2 were shorted and fuse f1 open.